Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a continuous glucose sensor reading trending downward at 247 mg/dl and a confirmatory fingerstick of 229 mg/dl; the sensor was calibrated and infusion supplies had been changed shortly before the event, and the user expressed concern about insulin on board while receiving education on insulin action and individualized insulin sensitivity. Symptoms included elevated blood glucose without reported hypoglycemia or other adverse signs. Outcomes included no alarms, no alerts, no emergency care, and no hospitalization. Investigation included troubleshooting and user education regarding sensor calibration, recent supply change, insulin pharmacodynamics, and observation for trend resolution over time. Investigation of this case revealed no device malfunction or component failure and no identifiable device-related cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user-specific glycemic variability rather than a device fault. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.